Event description:
Biosense webster nav 8mm ez steer nav ds bi-directional ep (electrophysiology) catheter was not able to be viewed on screen. Catheter icon displayed incorrectly. Replaced catheter and issue was resolved.